Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Although a root cause could not be conclusively determined, the reported issue was likely caused by the customer using a non-olympus lamp. It is recommended to use compatible components and/or accessories with the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received, confirming the reported issue was identified before the procedure. The procedure was completed with a replacement device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of the device intermittently switching to replacement lamp was not confirmed. However, an e103 error code was present in the error memory. The xenon lamp does not always ignite correctly due to a foreign lamp installation. In addition, the ignition board required replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source intermittently switches to the replacement lamp. There was no patient involvement, no harm or user injury reported due to the event.